Manufacturer narrative:
Terumo received the actual device, and upon eval the complaint was confirmed. Visual inspection noted minor scratches and dents on the rod and eyepiece of the endoscope. This type of malfunction is often due to damage to the internal lens resultant of improper handling. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). The device IFU states to check the image quality before and after each use to check for signs of damage. If image is unacceptable, contact terumo cvs customer service for assistance. All available info has been placed on file in quality management for appropriate tracking, trending and follow- up.

Event description:
The user facility reported to terumo cardiovascular systems that after endoscopic vein harvesting the endoscope was blurry. There was no delay to the surgical procedure. There was no pt injury.